Event description:
It was reported that the common iliac was dissected during ballooning. A wall graft was placed in the limb extending down to the external iliac and covering the dissection. No additional info was available.